Manufacturer narrative:
Additional information provided in sections h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Received photo shows various images of a company preloaded device. The intraocular lens (iol) is advanced to nozzle entry and appears to be misfolded. The plunger is advanced to upper mid nozzle and had advanced over the iol. In some pictures the plunger is advanced fully outside the device and the iol is still misfolded at nozzle entry. There is also a picture of what appears to be an unknown viscoelastic syringe. It was reported that "non-company viscoelastic" was used. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a problem with the preload system - the preload system malfunctioned which prevented the use of the lens during the procedure. The issue occurred when the intraocular lens (iol) was being inserted into the patient¿s eye. There was patient contact. Additional information was requested, but no further information is available.